Manufacturer narrative:
MFR date for the 981-614 was 8/12/94. Both items were found to meet product specifications.

Event description:
Intraoperatively, surgeon experienced difficulty using the drill bit and drill stop. Postoperatively, the pt showed a partial deficit of left c5, but has now regained neurologic function.